Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The manufacturer representative reported an end of service (eos) notification for the patient's rechargeable implantable neurostimulator (ins). The eos notification did not seem correct relative to the implant date. The manufacturer representative said the patient does have a history of a couple trickle charges, but hadn't had one recently. The patient had seen the eos on the patient programmer prior to today (about a month prior to the report) and it was seen on the day of the report (on the recharger) by the manufacturer representative. The ins was currently discharged, so they were unable to sync up the clinician programmer. The patient programmer showed that the ins needed to be charged. The manufacturer representative later verified the ins was charged until the battery was able to be interrogated with the clinician programmer, and that the eos was confirmed with the clinician programmer. The patient was scheduled for replacement on (B)(6). There were no patient symptoms reported. The patient's relevant medical history includes spinal pain.